Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the aiming arm/ radiolucent (p/n: 03.043.029, lot #: 2023518) was returned and received at us cq. Upon visual inspection, the latch on the device was observed to be broken. No other issues were observed with the returned device. The provided photographs in the pc attachments were reviewed and no additional issues were observed. Dimensional inspection: complaint relevant dimensional inspection was not performed due to post manufacturing damage and geometry of the device. Document/specification review: the current and manufactured revision of drawings were reviewed: aiming arm radiolucent: se_727957 rev g (current and manufactured) latch : se_728332 rev f (current and manufactured) no design issues or discrepancies were identified. Investigation conclusion the complaint condition is confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part # 03.043.029 -us, lot # 2024221 , manufacturing site: selzach, release to warehouse date: 09 apr2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, the aiming arm was broken during the insertion of the im nail using the tibial nail advanced (tna) system. The hooks on the aiming arm snapped off while pounding on the impactor device. It is unknown if fragments were generated. The procedure was successfully completed with no surgical delay reported. Patient status is unknown. Concomitant devices: unknown nail (part# unknown, lot# unknown, quantity 1) unknown impaction instrument (part# unknown, lot# unknown, quantity 1). This report is for one (1) aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.